Manufacturer narrative:
(B)(4). Batch # l53x7j. Conclusion: the long60a device was received for analysis with no visual non-conformances and with a gst60t cartridge reload present. The cartridge reload was received partially fired 1/16. It is possible that while loading the reload, the cartridge was pushed farther back than the cartridge alignment stop windows resulting in the knife pushing the one piece sled forward and locking the cartridge. The returned device and cartridge reload were tested for functionality in the articulated position by resetting and reloading it into the device. The device achieved its complete stroke firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. The reported event could not be confirmed as no malformed staples were noted during functional testing. The device history records were reviewed and the manufacturing criteria was met prior to the release of the device.

Manufacturer narrative:
(B)(4). Information was not provided by the initial contact. Information is unavailable. Batch # unk. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. At the time of this submission, the device has not been returned for analysis.

Event description:
It was reported that during a gastric sleeve procedure, when on thick tissue (pyloris), the surgeon compressed the tissue for fifteen seconds and tried to activate the device. The device fully cut and stapled, but could not fully form the staples in the "b" formation. The surgeon over sewed the staple line and completed the procedure using green reloads with no issue. No patient consequences were reported.